Event description:
On 09/25/2024, a sales representative via (B)(4) reported that an ar-13999mf fastpass scorpion had issues with different needles, with the suture passing through the tendon and retrieving. The suture sometimes would not release and will stay in the bottom jaw. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to mishandling and/or excessive force during use.